Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) reporting that they fell yesterday ((B)(6)2021) with their controller in their front pocket and since the fall controller would not power on. The patient called a manufacturer representative (rep) yesterday and reset controller and held power button without result. During today's call the patient removed the li battery and connected ac power (ac power had green light on plug and no damage to contacts), the patient also tried aa batteries. Neither resolved the blank screen the issue was not resolved. An email was sent to the repair department to replace the device. It was also reported that the patient was in pain since their stimulator was off following a fall. The patient fell yesterday and the ins in their body stopped/turned off. Troubleshooting was not available per controller not powering on. The patient was redirected to their healthcare provider to further address the issue and check ins after fall, patient services reviewed that the patient could call after receiving replacement controller to troubleshoot.